Event description:
Effusion (bilateral knee). Info was received on 11/26/2003 from a consumer via a distributor, who received synvisc therapy and developed bilateral knee effusion. Aspiration of fluid from both knees was performed and corticosteroids were aadministered. The pt has since recovered. Further info has been requested but not yet received.